Manufacturer narrative:
H10: for the two reported malfunctions, one lot number was provided and a lot history review was performed. The devices for both malfunctions were returned for evaluation and the investigation confirmed for material deformation. The definitive root cause is unknown. The devices are labeled for singe use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600524 chronic catheter allegedly experienced material deformation. This information was received from various sources. Both malfunctions involved a patient with no reported patient injury. Patient information was not provided.

Manufacturer narrative:
For the two reported malfunctions, one lot number was provided and a lot history review was performed. The device for one malfunction was returned for evaluation and the investigation confirmed for material deformation. The definitive root cause is unknown. The return of the other device is pending. The company is investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600524 chronic catheter allegedly experienced material deformation. This information was received from various sources. Both malfunctions involved a patient with no reported patient injury. Patient information was not provided.